Event description:
Complainant alleges "the device was used during thoracic vascular replacement surgery for the purpose of creating a hole in the artificial graft. Due to a breakage in the lead wire at the tip, electrical conduction did not occur. The product was replaced with a second unit of the same model from a different lot; however, the same issue occurred with the second unit. No alternative product was used, and the procedure was completed."

Manufacturer narrative:
The device was not returned for evaluation. Based on information provided by the end user, the complaint could be confirmed. Root cause was off-label use by the user, as it is not approved for punching holes in prosthetic grafts and may break easily when used for that off-label use. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.